Event description:
Microclave on central line was stuck open, could not draw or flush line, upon removal of broken microclave and application of new microclave 4cc of air was aspirated from line before blood return. Multiple lot numbers involved.